Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
According to information received from field service engineer, the reported problem was solved by replacement of the inspiratory pipe. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The failure is pre-use check related and will not occur during ventilation.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).